Event description:
It was reported there were no problems with the realize band until (B)(6) 2012. The patient presented to the doctor's office with abdominal pain and vomiting. An attempt was made to withdraw fluid from the band with no results. A ugi film was performed and an egd test was done and it was found that the band had slipped and the tubing was kinked. The band was explanted the next day. The patient was stable after the procedure with no patient consequence when removing the band.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.